Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. A transmission revealed the right ventricular (rv) lead exhibited small r-waves. The lead remains in use no further patient complications have been reported as a result of this event.